Manufacturer narrative:
Product not returned to manufracturer.

Event description:
It was reported that the abutment screw (iunihg) was fractured. I t was also reported that they were able to remove the fractured abutment screw from the implant.

Manufacturer narrative:
One certain® gold-tite®hexed screw was returned for inspection. A visual inspection revealed that the screw was fractured at the top of the threaded region. The drive feature is worn and contains additional debris. The alleged complaint is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screws, it is recommended to torque at 20ncm. A root cause for the complaint could not be determined. Zimmer biomet complaint: (B)(4).

Event description:
No further event information available at the time of this report.